Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that screws were broken in the healing phase by a distal tibiaosteotomie. The two distal screws broke without trauma. This is report number 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a manufacturing evaluation of the subject device was performed. The subject screw was received broken below the screw head at the junction of the screw head to the screw shaft at the first thread. Based on the topography of the fracture surface, it was concluded that the screw was subjected to low dynamic bending loads (two-sided). Constantly alternating load cycles (during walking) led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the screw. It is assumed that the fractured screw was positioned in the distal fragment. The screw could not resist the applied force which finally led to the material overload / fatigue failure. Postoperative activities of the patient and the fact that just a 3.5 mm lcp system was used for the tibia may have played a certain role too. No evidence of material or manufacturing defects was found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: (B)(4). Device was inadvertently reported as explanted on (B)(6) 2014; however, device was implanted on (B)(6) 2014 and explanted on an unknown date. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Implant date unknown. A device history review was conducted. The report indicates that there no ncrs were generated during production. There were no issues during the manufacture of the product that would contribute to this complaint condition. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.